Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and it was revealed that the outer insulation of the lead developed a breach due to a depression while in vivo. It was also noted that the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress, the outer insulation of the lead developed a cosmetic depression while in vivo, the inner insulation of the lead became extrinsically distorted due to kinking/buckling, the outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated stretching.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The lead had undersensing and unacceptable pacing thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2007; 5076-52 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).